Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she kept receiving a no delivery alarm. Customer changed the set and reservoir. Customer stated that the no delivery alarm occurred again during bolus. Customer's blood glucose was 456 mg/dl at the time of the incident. Customer stated that her high blood glucose was because she started the pump. Customer stated that she was not getting insulin throughout the day and treated with injections. Customer's last blood glucose was 110 mg/dl. Customer was assisted in performing a 5.0 unit fixed prime and the insulin did exit. Customer removed the set and stated that the cannula was bent. Customer was advised to return the set for analysis and change the entire infusion set. Customer will be on a back-up plan until she is able to re-insert a new set.